Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (cfn fse) report - unable to verify the reported issue. Performed user verification test (uvt) and operational verification procedure (ovp).

Event description:
The customer reported unresponsive touchscreen while using the vela ventilator. The customer reported no patient involvement or allegation of patient harm.